Event description:
The customer reported the device was not booting up. The device was not operable. There were no patients connected to the device at the time of the reported product problem.

Manufacturer narrative:
No conclusion can be drawn. The device was not returned for evaluation. The device is beyond its stated end of life. Welch allyn responded to the customer's report by suggesting that they replace this expired equipment because it can no longer be repaired.